Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that two pumps are not working properly, they thinks it is leaking out of the filter on both pumps. Has pump currently running and stated they were able to play with the pump and stop the leaking. Pt's central line was replaced 2021. Patient also states they were making a mix last night and when they went to remove the air from the cassette, it exploded. Pt is 8 hours away from the nearest hospital that dispenses veletri and does not have a drivers license either. Requesting 2 replacement pumps be couriered to pt. Maintenance dates unknown. No patient injury was reported.